Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was cut into two segments. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician had difficulty placing the right ventricular (rv) lead. It was noted that the rv lead would not capture at the his bundle and a switch to the high septum was made. It was further reported that the rv lead could not be screwed out by rotating the lead several times in a counterclockwise direction. Once screwed to the high septum, data measurements were taken and increase threshold measurements were obtained. It was noted that after a while, intermittent pacing failure was observed and a change in implant site was decided. During implant site change, the lead could not be screwed out by rotating in a counterclockwise direction due to poor delivery of the torque. It was further reported that the lead was cut and pulled out by rotated clockwise for several time, which made screwing out the helix possible with a little force. The rv lead was not used. A second right ventricular (rv) lead was used and intermittent pacing failure was identified prior to screwing in the tissue. Physician decided to tentatively screw the lead in and pacing failure occurred. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.